Manufacturer narrative:
A ge service representative evaluated the system and replaced the on/off switch. The system operates as intended.

Event description:
The customer reported the system on/off switch is not working. No patient injury was reported.